Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent fell off the balloon. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The sheath was removed per IFU. The device was inspected prior to use with no issues noted. It was reported that the device would not advance through the non-medtronic guide extension catheter. The device exited the guide extension catheter. The device entered the patient vasculature. Resistance was encountered when advancing the device. The guide extension catheter was examined and flushed before use with no issues/kinks noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later confirmed that the stent was not able to advance in the guide extension catheter and did not come in contact with the patient's vasculature. Product analysis: the device was returned for evaluation. The stent was not present on the balloon. The stent returned for analysis. Gross deformation was evident to the stent with struts stretched, raised and bunched. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.